Event description:
Related manufacturer reference number: 2017865-2023-20734. Related manufacturer reference number: 2017865-2023-20736. It was reported that patient's right ventricular (rv) lead exhibited noise. Externalized conductors were also suspected on the lead. During lead revision procedure, it was noted that patient's atrial lead was intertwined with the rv lead. It was also found that patient's left ventricular (lv) lead exhibited loss of capture and low pacing impedance. Insulation damage was also noted on the lv lead and the lead was not able to remove from device header. The rv and atrial lead was explanted and replaced. The lv lead was capped on (B)(6) 2023. The patient was stable.